Event description:
During a laparoscopic cholecystectomy, the tip of one of the blades of the hook scissor broke off and was not able to be retrieved from inside the pt. Pt and family were informed of the event. Healthcare team with involvement of pt and family decided not to re-operate at this time. We determined the device to be approx 10 years old and do not have records as to the model or lot number. The numbers her reflect the similar replacement device.